Manufacturer narrative:
(B)(4). The customer reported that the device was making a beeping noise and showing a red x. There was no report of patient involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device was making a beeping noise and showing a red x. There was no report of patient involvement.